Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04664; related manufacturer reference number: 1627487-2019-13285. It was reported that patient experienced pain at ipg pocket site after losing weight. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. During the procedure, the physician inadvertently cut the leads. The leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue was resolved.